Event description:
Device 4. There were a total of five devices with a combination of three separate lots used in this case. The user states that all the devices deployed prematurely. None of the implants were inserted in the patient. Surgery was extended approximately 30 minutes.

Manufacturer narrative:
This is the surgeon's second time using the maxfire product. It's likely that while advancing, the surgeon pulled back on the inserter handle once it was engaged in the cannula. This stripped the anchor off the inserter assembly causing a pre-deployment.